Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrial lead revision, the right ventricular (rv) lead dislodged and became entangled with the atrial lead. The rv lead then exhibited a decrease in r wave sensing, with noise and oversensing noted as well. The physician elected to explant and replace the rv lead to complete the operation. No patient complications have been reported as a result of this event.